Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00138 / 00139).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00138 / 00139).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the liner would not seat. A second liner was used; however, it also would not seat. A third liner was opened and two screws were removed from the cup. The third liner would not seat properly. The dome plug was removed, and the third liner seated and was used to complete the procedure. A procedural delay of thirty minutes resulted. No further information has been provided.